Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters separated from their hubs during use. The following information was provided by the initial reporter, translated from (B)(6): "indeed, on two occasions on 17/12 and on 2 different patients, the catheter became detached from the baseplate."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters separated from their hubs during use. The following information was provided by the initial reporter, translated from (B)(6): "indeed, on two occasions on 17/12 and on 2 different patients, the catheter became detached from the baseplate."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters separated from their hubs during use. The following information was provided by the initial reporter, translated from french: "indeed, on two occasions on 17/12 and on 2 different patients, the catheter became detached from the baseplate."